Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 476 mg/dl. Reportedly, the customer alleged the pump software was not functioning as intended; however, system check with tandem technical support confirmed the pump was functioning as intended and the cause of the elevated bg level was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.